Manufacturer narrative:
Tegaderm is not a smith and nephew product it is neither manufactured or distributed by smith & nephew, this is a 3m product and therefore cannot be investigated by s&n. On this occasion we have not been able to identify a definitive root cause for the device as reasonable effort to obtain a lot number and confirmation of the device used have not been successful. Should the lot number become available at a later date and it is confirmed that this issue is related to a s&n device then this complaint may be re-opened. Smith and nephew are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the product do not stick properly. No patient harm was reported.